Event description:
Boston scientific received information that during a routine check, this patient¿s device was found to exhibit less than half a year remaining in longevity. Earlier in the year, the device displayed three years remaining in longevity. The patient was noted to have high thresholds and it is believed this may have contributed to the depletion of the battery. The patient will continue to be monitored for the time being and their device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.